Manufacturer narrative:
The device was discarded and therefore, it was not available for evaluation. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
A left tcar procedure was performed on (B)(6) 2019. On (B)(6), at a follow-up visit, a duplex ultrasound was performed and the result demonstrated a patent stent. On (B)(6), the patient was taken to the emergency department with a transient ischemic attack (tia). At this point, a cta was performed and the result demonstrated an occluded/near occluded stent. The patient was on asa, plavix, and lipitor throughout. A p2y12 test was performed and the result indicated normal with no evidence of resistance. The stent was explanted from the patient and the patient is doing well.